Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed and attributed to the electrode pads. The electrodes failed impedance measurement testing. The electrode were scrapped. Analysis of reports of this type has not identified an increase in trend.